Manufacturer narrative:
(B)(4).

Event description:
This literature case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Literature reference: lazorwitz a; tocce k, a case series of removal of nickel-titanium sterilization micro-inserts from the uterine cornua using laparoscopic electrocautery for salpingectomy., contraception, 2017, xx:xx. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (laparoscopic salpingectomy and micro-inserts removal). Essure was removed. At the time of the report, the pelvic pain and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions and pelvic pain to be related to essure. The reporter commented: one patient with pelvic adhesions had surgical removal of her micro-inserts due to pain diagnostic results: patients had undergone a prior hysterosalpingogram or transvaginal ultrasound examination to confirm device placement. Abstract : nickel-titanium sterilization micro-inserts are surgically removed for various indications, including persistent pain. Previously described removal techniques include salpingostomy and coronectomy with judicious use of electrocautery to avoid potential injury to adjacent structures or fracturing the micro-insert. This case series presents our technique of laparoscopic salpingectomy, utilizing electrocautery on the micro-insert. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.